Event description:
Reportedly, a premature battery depletion with inconsistent residual longevity calculation was suspected with the pacemaker involved in this MDR report. The device was explanted and returned for analysis.

Manufacturer narrative:
On (B)(4) 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.